Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (550 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.